Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set leakage at site 1 event on 09-jun-2024, 2nd event on 10-jun-2024, 3rd event on 11-jun-2024. The blood glucose level was 300mg/dl in 1st event, 400mg/dl in 2nd event, 248mg/dl in current 3rd event. Issue resolved by replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1911359 - MDR 3003442380-2024-14455 - device 1 of 3.